Event description:
A 3.0 mm x 18 mm driver rx coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. The lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that one week after the initial stent implant, the patient was experiencing chest pain. Angiography was performed; it was noted that the patient presented with sub acute thrombosis. The physician successfully treated the thrombosis by deploying a second driver stent. The patient is fine.

Manufacturer narrative:
Secondary intervention, evaluation results: thrombosis.